Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms noted. The pump had intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a broken reservoir tube lip.

Event description:
It was reported the customer's insulin pump malfunctioned while attempting to deliver a bolus. Customer stated their insulin pump began to scroll. The customer stated they removed the battery and a battery out limit alarm occurred after. While troubleshooting, it was reported the customer received a failed battery test alarm on their insulin pump. Customer's blood glucose was around 150 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer received a failed battery test alarm at the end of troubleshooting. Customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.